Manufacturer narrative:
H3, h6) the 9733235 navigated cd horizon solera pin lot#231221 was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. Findings and conclusions: the tip of the returned perc pin had been twisted and broken off. There were tool marks along the shaft of the pin. The diameter measured .634mm and should have been .635 +0/-.006mm. Even though the diameter was within specification, the perc pin did not easily slide into the accompanying frame. Codes b01, c0706, c0707, d02, f26, and g04102 applied. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar surgical procedure. It was reported that a navigated spine instrument wouldn't seat properly in the associated frame and ultimately broke. Upon placing the frame on the pin, it was difficult to seat all the way down. It was left on the pin after being wedged on the pin. When attempting to remove it, the pin pulled out of the crest with the pin stuck in the frame. It came out together with the perc pin stuck in the perc pin frame. Hospital staff attempted to remove the pin with pliers and broke the tip of the pin off. The tip was thrown away. There was no delay in the surgical time. Navigation was completed successfully. There was no patient impact.